Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a physician in an online survey stated that "potential risk of misconnections with connectors from other healthcare applications , infection, sacral pressure sore" prior to the device placement and "loss of sphincter muscle tone or temporary or permanent clinical sphincter dysfunction complications were directly attributable to the device and no medical or surgical intervention was needed in relation to bard dignishield stool management system. It was unknown what medical intervention was provided.

Event description:
It was reported that a physician in an online survey stated that "potential risk of misconnections with connectors from other healthcare applications , infection, sacral pressure sore" prior to the device placement and "loss of sphincter muscle tone or temporary or permanent clinical sphincter dysfunction complications were directly attributable to the device and no medical or surgical intervention was needed in relation to bard dignishield stool management system. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.